Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) effluent sample bags were leaking from the top seam. The leaks were discovered during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection was performed with no issues noted. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed and a leak at the rf weld on both samples was identified. The reported condition was verified. The cause of the condition was found to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.